Event description:
Reverse shoulder replacement was done on (B)(6) 2016. According to the info reported, the patient experienced dislocation of the shoulder joint that was reduced with a closed reduction. Thanks to the positive effect of the immobilization (which lasted 3 weeks), the shoulder got back stable and no revision surgery was necessary. According to the info reported, patient' shoulder dislocation happened while "turning around on the bed". Event occurred in us.

Manufacturer narrative:
The check of the DHR of the smr glenosphere (lot # 201512447) did not show any anomaly on the (B)(4) pieces placed on the market with this lot #. No other complaint received on these specific lots #. Moreover, according to our records, at least 55 glenosphere with the same lot# have already been implanted without receiving additional complaints on them. No surgery was performed, thus, there are no explanted components to analyze. X-rays are not available, thus no clinical opinion can be asked to our medical consultant. Even if we cannot investigate deeply the cause of this dislocation, based on the information received and on the check of the DHR (no anomaly detected), we can speculate that this event was not product-related. According to our records, smr reverse revision rate due to dislocation is (B)(4). No corrective actions have been planned for this specific event. Limacorporate will continue monitoring the market.

Manufacturer narrative:
The check of the DHR of the smr glenosphere (lot # 201512447) did not show any anomaly on the (B)(4) pieces placed on the market with this lot #. Even the check of the DHR of the smr reverse liner (lot# 2014l0880) did not show any pre-existing anomaly on the (B)(4) liners manufactured with this lot#. No other complaint received on these specific lot #. We will submit a final MDR once the investigation will be concluded.

Event description:
Reverse shoulder replacement was done on (B)(6) 2016. Patient had shoulder dislocation post-op when turning around on the bed. After x-ray analysis, the dislocation has been reduced in the office on (B)(6) 2016; after additionally 3 weeks of immobilization the joint is now stable, so no revision is required. Event occurred in us.